Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse checked the integrated electrosurgical unit (iesu) function and confirmed that the monopolar could not fire and replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have monopolar firing issues. The unit was placed on an in-house system and was run in normal mode. On startup the unit displayed hard fault c-34. In addition, when attempting to power monopolar 3 the unit fails to push power confirming the reported problem. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted transcervical esophagectomy non-transthoracic surgical procedure, the monopolar energy can't fire. The integrated electrosurgical unit (iesu) reported an error c-34. The customer tried to power cycle the iesu, but the issue persisted. The customer used a medtronic force triad generator to continue the procedure. The site was completing the procedure as planned with no reported injury.